Event description:
Report received from the USA stating that the device was overheating. The device was being used during surgery. No patient or user injury reported. It is unknown if medical intervention or a delay occurred during surgery. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" could not be confirmed. The device was rec'd in a condition making the evaluation for heat impossible. However during service and repair, device failures were found but were not related to the reported event. If additional information is received, a supplemental report will be submitted. (B)(4).